Event description:
A user facility reported this lma would not remain inflated while it was being used. The facility has been using the mask for two weeks and has added air as needed. There have been no pt injuries or problems. The user facility has been requested to return the device for evaluation.